Event description:
The evis exera iii xenon light source was returned as part of the asset return process. During routine inspection of the device by olympus, the spare lamp indicator was blinking on the front panel. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. During which olympus found the spare lamp indicator was blinking on the front panel; due to a faulty emergency lamp. The following additional findings were also observed: the xenon lamp needs replacement as it has completed 500 hours, heavy dust was found inside the equipment, the power switch was found deformed, the white light imaging lens found foggy, and the front panel was found to be broken. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the phenomenon, ¿blinking of the spare lamp indicator does not function¿, occurred due to faulty spare lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.